Event description:
It was reported that a 54-year-old caucasian asian female patient underwent a breast augmentation revision surgery with implantation of a 405cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced bilateral breast pain and tenderness. Upon a consultation with a medical professional and magnetic resonance imaging, the patient is suspected to have bilaterally ruptured breast implants. As a result, the patient is scheduled for bilateral removal on (B)(6) 2023. Refer to manufacturing report number 1645337-2023-00292 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: suspected rupture, breast pain. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2023, mentor was notified that the patient's removal and replacement surgery was rescheduled for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 21, 2023, mentor was notified that the patient's surgery was postponed for approximately 6 months. The exact date was not provided. As such, the date of explant was tentatively updated to (B)(6) 2024. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).